Event description:
This lead was implanted on (B)(6) 2001 and still remains implanted at this time. It was noted on (B)(6) 2016 that the lead's threshold increased to 1.6@1.00. The physician was dr. (B)(6) at (B)(6). No other information available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2)